Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that there was pocket erosion/necrosis. The patient's wife further reported that the leads "corroded" and that the patient had a really bad infection. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed. (B)(4): no anomalies found, however the outer insulation was breached cut, apparent explant damage was noted, and blood/body fluid (not obstructed) was noted on the distal conductor; full lead returned and analyzed.

Event description:
(B)(4).